Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's wife called in to report that the display was broken. It was stated that the insulin pump was functioning, but the display could not be read. The customer's blood glucose level was unknown, but was 500 mg/dl at the time of incident. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the displacement test due to the cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.